Event description:
It was reported that this implantable pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to low evoked response (ER). The presenting and stored electrograms (egms) show farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. Further review was recommended. This alert will not re-trigger until the device is interrogated with a programmer. The device remains in service. No adverse patient effects were reported.